Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (displayed service code) has been confirmed. Upon investigation, the monitor displayed service code 203 after failing the pulse test. The cause for the failure was isolated to a defective q6 transistor on the computer/analog (c/a) board. The cause of the defective transistor was isolated to broken solder connections to q6 pins 1-2 and 7-8. The root cause for the broken solder connections was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code during functionality testing.